Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h6 (investigation conclusion), and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The damage to the distal end of the missing pink rubber likely occurred due to the handling of the device. The instructions for use includes the following statements: important information. Please read before use: caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
At the time of inspection, the pink rubber of the probe unit was found to be missing. Wear and tear was noted for the device. Additionally, it was observed that the rubber coating of the distal end was flabby, and the objective lens cement was peeling. There was a white glare on the image and 12 broken ultrasound elements. The insertion tube showed some collapse, and control knob had some play. Evaluation of the device is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
The device was returned for repair of the channel connector which was observed to be loose during reprocessing. At the time of inspection, the device pink rubber of the probe unit was found to be missing. There is no patient involvement and no harm reported to any patient.